Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms on the white power cable was confirmed via log file analysis. A review of the log files contained data spanning approximately 4 days (6sep22 ¿ 7sep22, 13sep22, and 14oct22 per timestamp). From 6sep22 at 17:53:28 to 7sep22 at 8:21:21, and 13oct22 from 7:08:12 ¿ 9:22:17, while connected to batteries, intermittent low voltage advisory alarms activated due to the voltage on the white power cable fluctuating outside the expected voltage range. The alarms were not associated with routine battery depletion or power source exchanges and resolved shortly after activating. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log files. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis with observed damage to the white power cable. The system controller was functionally tested and was found to operate as intended. The controller was run on a mock loop for an extended period of time and the power cables were manipulated. No atypical alarms were reproduced throughout analysis. The controller underwent further insulation testing and passed without any issues. The outer layers of the white power cable were removed where the damage was observed. It was revealed there was exposed conductors on the yellow, blue, and red/white wire (alarm out, receiving communications, digital ground, respectively). Per the provided information, the alarms resolved after the controller exchange. The root cause of the reported low voltage alarms is consistent with the observed wire damage on the white power cable; however, the root cause of the damage to the power cable was unable to be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low voltage alarms only on the white power cable of their system controller. Log file analysis showed the alarms were caused by rsoc values and that the actual voltage values were maintained throughout the log file. The site cleaned the patient's battery and battery clip contacts, and the battery clip were replaced, but the issue persisted. The batteries were then replaced which resolved the alarms only for a few hours. The patient's controller would be exchanged to a controller with 1.7.0 software.